Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump not delivering full volume. Loaded 50ml syringe in device and there was about 3ml left in the syringe after it said it was done infusing.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Volumetrics of 100ml/hr and 10ml tested in spec at 9.94ml with syringe emptying to zero mark. All information concerning this reported incident has been included in our trend analysis of the product line.